Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2026. On 05/03/2026, it was reported that the patient experienced inaccurate cgm values. Of note, the patient was using a tandem t: slim x2 pump at the time of the event. In the morning on 05/03, the patient reported cgm readings ranging from 41¿44 mg/dl prior to the event. The patient did not perform a fingerstick blood glucose (fsbg) check at that time and instead immediately took a glucose tablet. Later on, at approximately 8:00 am, the patient was found unconscious on the floor by her husband. No blood glucose readings (cgm or fsbg) were obtained immediately prior to the loss of consciousness or during transport, and the patient could not recall any cgm readings during that time. The patient was transported by her husband to the hospital. Upon arrival at the emergency department (ed), the patient was informed that her initial fsbg was 22 mg/dl and was admitted. The patient regained consciousness later that afternoon while awaiting inpatient room availability. During hospitalization, the patient was unable to recall specific cgm readings; however, blood glucose levels were monitored every 2¿3 hours. The patient could not recall the names or dosages of medications administered. During the hospital stay, the patient underwent multiple diagnostic evaluations, including an MRI, CT scan, echocardiogram, and stress test, to assess for potential cardiac or other underlying causes of the episode. All test results were reported as normal, with no identified cardiac issues. On (B)(6) 2026 at approximately 4:00 pm, the patient was discharged from the hospital. Following discharge, the patient reported performing fsbg testing at home and indicated that the values were generally consistent with cgm readings, though specific values were not recalled. At the time of the report, the patient reported feeling significantly improved. The patient continues to participate in ongoing physical and occupational therapy related to an unspecified injuries sustained during the fall associated with the hypoglycemic event. Multiple attempts to contact the reporter were made; however, no other details were obtained. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.